Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open laparoscopic anastomosis procedure, the doctor informed that the patient had a leak that resulted in a stricture.